Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of over 600 mg/dl; cause was not known. The customer was treated with intravenous fluids of saline and insulin and potassium. The customer was discharged from the hospital the next day with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.